Manufacturer narrative:
Concomitant medical products: the main component of the system. Other relevant device(s) are: product ID: s g-64; s/n: unknown; use by date: unknown; upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors were implanted in an endurant stent graft during the endovascular treatment of an 61 mm abdominal aortic aneurysm. The aortic neck length was observed to be 20 mm in length, with an aortic diameter of 17.67 mm at 1 mm, 16.8 mm at 10 mm, 17.67 at 15 mm and 18.39 at 20 mm below the lowest renal artery. The proximal aortic neck angle was 80 degrees. 3 endoanchors were implanted due to a concern for late failure. It was reported that approximately 6 years post index procedure, the patient experienced pulmonary issues, specifically hypoxemia. The event relationship was determined to be uncertain. The patient was given oxygen at home as treatment. The event was resolved. No additional clinical sequelae were reported.